Event description:
Customer states that their acl top analyzer gave a short aptt result (22.3 seconds). When the customer ran the test again, they received a result of 33.2 seconds. The original result of 22.3 seconds was not reported, and there was no pt impact. This event occurred outside of the united states.

Manufacturer narrative:
Instrumentation laboratory is still investigating this complaint, and a follow up report will be filed. Attempts to gain info from this site have been difficult. Follow up with the customer is continuing.